Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of blood glucose levels of 34mg/dl to 465mg/dl. The customer treated with a bolus. And a syringe. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. It was found that the tubing was discolored and may have been bent. Customer was advised on proper tubing insertion. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer declined to troubleshoot for low blood glucose and was advised that replacement reservoirs would be shipped to them.